Manufacturer narrative:
Concomitant product: mastergraft (implant (B)(6) 2010). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This patient has undergone multiple fusion surgeries using rhbmp-2/acs. Refer to manufacturer report # 1030489-2013-02814 and 1030489-2013-02815 for additional details products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that follow-up MRI and CT-scans taken in 2009 demonstrated that there was stenosis at the level above the patient's fusion at l5-s1. The patient underwent a lumbar re-exploration and removal of hardware at l5-s1, in addition to a lateral mass fusion at l4-5, utilizing a posterior approach and mixing rhbmp-2/acs with mastergraft. It was reported that the patient's "recent medical records demonstrate that the patient continues to experience severe back and leg pain". The patient has required extensive medical treatment including having to undergo additional surgeries. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.